Event description:
Inserted injector needle down scope, tried to deploy needle from sheath to inject, but needle would not come out. Removed injector needle from scope, attempted to deploy needle outside of scope, and needle would not deploy either.